Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with a shock impedance measurement above 125 ohms. The shock impedance measurements have ranged between 90 to 105 ohms at previous patient follow ups. All parameters on the device and lead measurements are within normal limits and have remained stable. No noise was noted on the electrocardiograms and no events have been stored in the arrhythmia logbook. In addition, no induction testing was performed during the follow up to ascertain the true shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific representative advised the hospital to bring the patient back for further review and for induction testing to test the circuit and lead integrity. At this time, this ICD and rv lead remain implanted and in service. No additional information is available. Once any additional information becomes available, this report will be updated.